Manufacturer narrative:
The actual sample was not returned for investigation. The supplier of the anaesthesia medication completed a review of manufacturing records for the reported lot and concluded that the product met with specifications at final testing. The supplier also tested retained samples from the same lot for potency. All testing found the product to meet with specifications

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was placed in use with patient for spinal anesthesia but the drug did not take effect. According to reporter, the procedure required general anesthesia due to this issue. No permanent adverse effects to patient reported.